Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the stimulation was not going down the leg the way it used to. Patient went to sit down on pool chair, unit caught between bands on pool chair, sat and turned ins. Patient stated it dislodged and moved it. This was when the patient first noticed stimulation not going down her leg. Patient was unsure if it was going up or all over at this time. Patient reported they met with a manufacturer's representative at hcp office for the issue and it was resolved by programming. Patient reported she was in standing position and thought everything was resolved but thins she should have been lying down because after the appointment she realized stim was still not going to legs. Stim showed on, group b, program 1 at 4.60. It was determined patient only had groups a and b. Patient changed to group a, program 1 at 4.0 program 2 at 4.9, this was too high. Patient turned ins off and decreased both programs before turning ins back on (p1 2.0, p2 1.9). Patient stated program 1 felt stim in both legs and was decreased to 0.0, p2 stimulated mostly the left leg with a little on the right and was increased to 2.9. Goal was to stimulate left leg. Patient tested each program and found they do stimulate down legs, p1 stimulated both. Troubleshooting improved the current situation but did not resolve completely. No further complications were reported/anticipated.